Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that the patient experienced hand and leg pain and headaches. The patient also reported that several cassettes malfunctioned and gave no disposable message on pump. According to the patient, this is not a pump issue, as the patient changed the cassettes and everything worked. No patient injury was reported.